Manufacturer narrative:
The glidescope spectrum smart cable was replaced for the customer and the affected smart cable was returned to verathon for evaluation. The technical service representative duplicated the reported intermittent image and confirmed the reported damaged to the connector of the smart cable. Since the customer received a replacement and there are no repairs available the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the cable was manipulated. The customer also indicated that the connector appeared damaged. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.